Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, leaking from the nipple, infected, ruptured and inflamed".

Event description:
Patient reported left side "pain, leaking from the nipple, infected, ruptured and inflamed". Device remains implanted.